Event description:
Manufacturing ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit in the air gas module was replaced and returned for investigation. Simulated use test of the received nozzle unit has not reproduced the described customer issue. The received device log files have confirmed the problem. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit should be changed during the yearly preventive maintenance or after 5000 hours of operation. According to received logs the amount of operating hours at the time of the reported event was 336 hours. Our investigation has concluded that the most probable cause of the given problem is traced to the nozzle unit.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturing ref. #: (B)(4).